Manufacturer narrative:
During on-site investigation the service technician identified the ventilator motor to be root cause of the reported symptom and replaced it. The device passed all tests after the repair exchange and is back in use without further problems. The manufacturer has evaluated the log file and found two entries which are in relation to the reported ventilator failure. These error codes indicate motor speed deviations which finally resulted in a stalled motor. As the motor assembly consists of brushes, ball baring, commutator disk and spindle which are subject to wear and tear effects it can be assumed that probably a failure of a single wear-and-tear component has caused the reported ventilator failure. The device has responded to a detected malfunction as specified by shutting down automatic ventilation to prevent from damages to the ventilator accompanied by a corresponding alarm. In this case manual ventilation remains possible and monitoring is still functional. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that during use on patient the system posted a ventilator failure alarm. Powering on/off reportedly has not improved the situation. No patient injury was reported.